Manufacturer narrative:
(B)(4) this case was reviewed and investigated according to philips volcano policy. Additional information obtained indicated the device was inspected prior to procedure and no damage was observed. A shaping tool was used on the tip coil prior to insertion. Resistance was met when the physician tried to remove the device from the branch off vessel #12. A penetration catheter was unsuccessful in dislodging the wire. The physician then intentionally cut the wire and used two stents to keep it in place. No additional surgical intervention was reported. Attempts to obtain information regarding any treatment pertaining to the portion of the wire noted as being left on lmt have been unsuccessful. No physical product investigation was possible as the device was discarded at the hospital. The instructions for use (IFU) warn, "never advance, torque or retract a pressure guide wire which meets significant resistance." The IFU also cautions, "the volcano pressure guide wire should not be advanced if resistance is encountered. The wire should never be forcibly pushed into a vessel. Any time that resistance is encountered, the wire should be withdrawn under fluoroscopic guidance. In some instances, the wire may kink and must be removed." Under instructions for use, the IFU states, "if indicated, the 3 cm shapeable guide wire tip may be carefully shaped using standard tip shaping practices. For best results, shape the tip in the direction of the sensor housing opening. Do not use a shaping instrument with a sharp edge." The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of review complaints. Device discarded at the site.

Event description:
The facility reported that during delivering the wire to vessel #12, the wire unintentionally went into the small branch of vessel #12 (near and proximal to the lesion). The physician felt that the tip of the wire was bent at that time. The physician tried to remove the wire from the small branch but the wire stuck with [in] the vessel with resistance. The physician tried to move the wire by support by the penetration catheter, terumo finecross, but the physician could not move the wire; the wire was separated and left in the vessel (from cx to lmt). The physician placed two stents, bs synergy stent system, and was able to press the separated wire tip on the vessel from cx and to the proximal end of #11. But the stents could not press the separated wire left on the lmt. Regarding the separated wire left on lmt without pressing by the stents, the hospital is considering how to treat. Patient was not discharged as expected; condition today was noted as "no problem." Vessel: cx #12, occlusion 75%, tortuous, calcified lesion. Attempts to obtain patient ID and weight have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report.